Event description:
It was reported that a person using the ilet experienced a low glucose reading of 60 mg/dl without a confirmatory fingerstick and treated the episode with keto bread, peanut butter, and banana, which led to a subsequent high glucose of 290 mg/dl followed by declines after correction. The event involved user management of hypoglycemia and use of oral fast-acting carbohydrates. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia. Outcomes included the need for medication-type intervention to address glucose excursions. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the device component was not applicable; the event aligned with an improper or incorrect method of treatment for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.